Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level as well as low blood glucose level. The customer¿s blood glucose level was 412 mg/dl. The customer had been using the insulin pump within 48 hours of high blood glucose level. The customer did not mention any symptom related to high blood glucose level but treated with insulin injection syringes. The insulin pump was not on auto mode at the time of the incident. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose levels. The customer declined troubleshooting for high blood glucose level as she would just change the insulin set and wait for the blood glucose level to go down. The insulin pump will not be returned for analysis.